Event description:
Other reportable incident (device breakage: malfunction). This is a spontaneous case report received from a physician in united states on (B)(4) 2015 which refers to a (B)(6) year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) on (B)(6) 2015 for permanent contraception (lot number b82481, expiration date oct-2016). The physician put coil in left tube and when he went to release it came out but did not deploy right. He had to cut the coil to remove it and was not sure how much of coil left in patient. Part of essure coil was removed from left tube but unsure how much of coil still in the patient. Follow-up information received on 15-dec-2015 - breakage questionnaire provided (upgraded to other reportable incident): the patient's concurrent conditions included bmi (B)(6) (weight normal). The breakage was diagnosed during placement - the inner coil of the implant broke. The insertion was easy, but it failed to detach on withdrawal. It was necessary to hysteroscopically detach from coil, and 2 coils were noted on ostia. The patient complained of cramping with procedure, which resolved within 12 hours. Any deviation from the insertion procedure as described in the IFU was denied. Essure was not removed. The broken pieces were retrieved from uterus and fallopian tubes. Patient injury included more cramping than usual during attempt to withdraw the guide wire / inner coil. The outcome of events was recovered and the device was available. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6)-year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, it fail to detach on withdrawal. It was necessary to hysteroscopically detach from coil and the inner coil of the implant broke. This event, seen as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases of device breakage have been reported. Considering in this case the breakage occurred associated to insertion procedure and given event's nature, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Other non-serious events were also informed. Technical assessment is expected.

Manufacturer narrative:
Follow-up received on 04-oct-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). As of jul 15, 2016, (B)(6) has not received returned product for this case. This case is being processed as if no product will be returned. If product is received by (B)(6) in the future, a child case will be opened and an investigation will be completed on the returned device. Detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop. Depress button. Perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage and device deployment issue. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-oct-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1401 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed and spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure, it fail to detach on withdrawal. It was necessary to hysteroscopically detach from coil and the inner coil of the implant broke. This event, seen as device breakage, is anticipated according to technical analysis. During difficult insertions, single cases of device breakage have been reported. Considering in this case the breakage occurred associated to insertion procedure and given event's nature, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Other non-serious events were also informed. According to technical assessment, which included batch investigation, a product quality defect could not be confirmed but is considered plausible.